Event description:
It was reported that during an implant procedure that the physician was unable to tighten the set screw of the implantable cardioverter defibrillator (ICD). The ICD was not used and the physician elected to complete the procedure with a different ICD. The patient was stable following the procedure.

Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The device was above the elective replacement indicator (eri) upon receipt. Analysis revealed the ventricular set screw was stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.